Event description:
Regular IV tubing was connected to epidural and pump in the o.r. Floor nurse traced tubing before administering dose of IV zofran. Tubing changed to appropriate epidural tubing with yellow strip and properly tagged.